Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-00604. It was reported one of the patient's (cervical) leads was explanted and replaced due to ineffective therapy related to invalid impedance. Both of the patient's (cervical) leads are being reported because it is unknown which lead was replaced.